Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17790843, model/catalog description: linear st lead kit 50 cm; model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000010406/17718330, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a car accident, the patient had loss stimulation. High impedance was also reported. X-ray was taken and showed that the lead had migrated. It was also noted that the patient felt the stimulation at the pocket site when activating the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively.